Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of refx5316 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the central venous access catheter came with holes so it was not used in a patient.

Event description:
It was reported that the central venous access catheter came with holes so it was not used in a patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. One 2 fr s/l per-q-cath device was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and the catheter was returned with its inlaid stylet and attached t-lock assembly. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed a small leak at the 1 cm depth marker. The stylet and t-lock assembly was removed from the device, then the catheter was bisected longitudinally in the vicinity of the split to allow for microscopic examination of the inside surface of the catheter. A microscopic observation revealed a diagonally aligned split at the 1 cm depth marker on the outside surface of the catheter. A microscopic observation of the inside surface of the catheter revealed a split longer in length than the split observed on the outside surface of the catheter. The damage appeared more extensive on the inside surface of the catheter suggesting damage from the stylet. The complaint of a leaking catheter is confirmed. Stylet damage appeared to be the cause of the split in the catheter, as the damage occurring on the inside surface of the catheter appears to be more extensive than on the outside surface of the catheter. The diagonal angle of the split also corresponds to damage from the stylet. Such damage may occur if stylet manipulation/removal is attempted prior to flushing the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was four photographs which depicted a 2fr s/l per-q-cath catheter. The stylet was inlaid through the catheter and the t-lock assembly was attached to the luer adapter. The pre-flush hang tag was visible on the stylet. Blood residue was visible on the catheter. The catheter shaft exhibited serpentine deformation near the molded joint. The catheter shaft appeared buckled and compressed. Leakage was not obvious in the submitted photograph; however, the serpentine deformation was consistent with damage caused by stylet manipulation prior to wetting, which can result in leak-causing catheter damage.

Event description:
It was reported that the central venous access catheter came with holes so it was not used in a patient.